Event description:
It was reported that a 6f angio-seal evolution was selected for use. No pre-insertion angiogram was performed. There was no calcium seen during the procedure. The angio-seal was placed per instructions for use in the cath lab. The device was pulled beyond the compaction marker. A few minutes later, the pt was oozing blood and manual compression was applied for ten minutes. Hemostasis was achieved. A pressure bandage was applied. The pt had to stay overnight. There were no reported consequences to the pt.

Manufacturer narrative:
No product was returned. Therefore, an eval could not be performed. Review of the device history record confirmed this lot met mfg requirements prior to the shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states bleeding or hematoma at the puncture site is a possible risk or situation, that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.